Event description:
Pt implanted in upper right and left and lower vermilion borders in 1999. Onset of infection 03/19/1999 in perioral. Pt treated with augmentin 03/19/1999. The implant was explanted in 1999.